Manufacturer narrative:
The field complaint of the transmitter not having power was verified; however, the burn marks on the green contacts were not verified until the ac power adapter was opened completely.the visual inspection revealed no physical damage to the outer housing of the merlin@home transmitter and no physical damage to the outer casing of the ac power adapter; however, the inspection of the green contact strips in the ac power adapter revealed no damage of any kind. In turn, the transmitter was plugged into a working ac electrical outlet, but failed to power on. Upon opening the ac power adapter, inspection confirmed that there were burnt components on the main pcb and on its¿ inner casing. Inspection of the opened transmitter revealed that there was no damage to the main pcb or to its¿ inner housing. The original ac power adapter was replaced to test the transmitter. The unit was then plugged into a working ac electrical wall outlet and the power on function was performed successfully. Testing revealed that the burnt components on the ac power adapter¿s main pcb caused the merlin@home transmitter to not power on. The ac power adapter is equipped with safety components to prevent over current events except for external natural events (such as lighting strikes and high-power line transients). Such events cause the power supply to stop functioning, making the unit non-operational. The failure was contained within the housing and posed no risk of exposure to the user or patient. Additional information: d10.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that contact burn marks were observed on the power adapter prongs of the transmitter and it could not be powered up. A replacement transmitter and return kit were sent to the customer.

Manufacturer narrative:
Correction: conclusion - " cause traced to device design" was selected in error and should have been " cause traced to component failure".